Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, the reported event is an anticipated procedural complication.

Event description:
It was reported that eight days following successful placement of a stent (subject device) for a right middle cerebral artery (mca) aneurysm, the patient presented with left facial droop, left arm weakness and was looking to the right. The previous night the patient went to bed "normal". The next day, the patient awoke and fell over after losing balance. Family members noted the symptoms after the fall. A bilateral internal carotid arteriogram and mechanical embolectomy of the right mca was performed. The indication for the procedure was acute occlusion of the right mca and cerebrovascular accident. The mechanical embolectomy was unsuccessful. Platelet function assay testing suggested the patient was not taking plavix as instructed. No other information is available.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that eight days following successful placement of a stent (subject device) for a right middle cerebral artery (mca) aneurysm, the patient presented with left facial droop, left arm weakness and was looking to the right. The previous night the patient went to bed "normal". The next day, the patient awoke and fell over after losing balance. Family members noted the symptoms after the fall. A bilateral internal carotid arteriogram and mechanical embolectomy of the right mca was performed. The indication for the procedure was acute occlusion of the right mca and cerebrovascular accident. The mechanical embolectomy was unsuccessful. Platelet function assay testing suggested the patient was not taking plavix as instructed. No other information is available.